Event description:
It was reported that during device preparation for use, the xience prime stent delivery system was being backloaded over the guide wire and the stent strut became flared. Additionally, it was suspected that a tear/rupture occurred in the balloon. The device was not used. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted no blood and contrast visible. The stent implant was stationary on the tightly folded balloon between the markers. A flared strut was confirmed on the sixth row of the middle portion of the stent implant. A new indeflator filled with water, was used in an attempt to pressurize the balloon to rated burst pressure, when fluid was observed coming out from the balloon underneath the noted flared strut of the stent implant, thus confirming the complaint. There was a tear proximal to the distal balloon marker. There was a tear noted in the inner member proximal to the distal balloon marker and lifted material at the tear. Since the holes in the guide wire lumen and balloon, and the flared stent strut line up, this suggests that during backloading of the guide wire, the guide wire inadvertently poked a hole through the guide wire lumen and balloon, thus contributing to the flared stent strut. The guide wire used during preparation was not returned for analysis, which may have assisted in the investigation. However, based on the returned analysis results, there does not appear to be a product quality deficiency. A review of the device lot history record for the reported lot did not reveal any associated nonconforming material record that would have contributed to this complaint. A query of the complaint-handling database for the reported lot revealed no other incidents for leaks or stent damage. All stent delivery systems are visually inspected for stent damage and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.